Event description:
It was reported that on (B)(6) 2025, during a surgical procedure performed by medical staff on a patient using a resectoscope and its accessories, it was observed that while the active electrode of the resection loop was engaged in cutting, the passive electrode also engaged in cutting, which resulted in damage to the uterine wall. The uterine wall was not perforated. The physician indicated that during the procedure, the reflux ring of the resectoscope loop encountered the endometrium, resulting in the resection of a portion of the endometrial tissue. No additional treatment was required, as the gynecological resection procedure itself involves the removal of pathological areas within the uterus, which includes the resection of part of the endometrium. The patient was discharged normally after the surgery. Due to the damage to the uterine wall this case is deemed reportable.

Manufacturer narrative:
The affected device has been discarded by the customer. The event is filed under internal karl storz complaint ID: (B)(4).